Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant low results for 3 patient samples tested for either elecsys ft3 iii (ft3 iii) or elecsys tsh (tsh) on a cobas e 801 module. Patient 1 initial ft3 iii result was 0.868 pg/ml. The repeat result was 2.33 pg/ml. Patient 2 initial ft3 iii result was 1.09 pg/ml. The repeat result was 2.93 pg/ml. Patient 3 initial tsh result was 0.036 uiu/l. The repeat result was 1.66 uiu/l. It is not known if the erroneous low results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The ft3 iii reagent lot number was 348359 with an expiration date of oct-2019. The tsh reagent lot number was 331814 with an expiration date of aug-2019. Calibration data was acceptable. Qc data was only provided for tsh which was acceptable. The field service engineer (fse) visited the customer site and adjusted the sample and sipper nozzles. The fse checked the analyzer and no abnormalities were detected. The customer uses 13 mm sample tubes. It is not known if rack adapters were used. Based on the calibration and qc data for tsh, a general reagent issue can be excluded. The malfunction is consistent with pipetting an insufficient amount of sample volume. This can occur when there are micro-clots or fibrin in the sample tube or the 13 mm sample tube was tilted. These issues can lead to false low results. The investigation did not identify a product problem. The cause of the event could not be determined.